Event description:
It was reported that the user missed a meal announcement for a peanut butter and jelly sandwich and disconnected from the ilet pump while awaiting assistance for a supply change, after which insulin delivery was resumed using a 23-inch, 6 mm steel cannula set; blood glucose reached 285 mg/dl and remained above range for approximately four hours. Symptoms included hyperglycemia without reported ketone testing, dizziness, loss of consciousness, diabetic ketoacidosis, or other acute effects. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy beyond completing the supply change. Investigation included a troubleshooting session guiding a supply change and review of device data confirming return to target range with stable trend. Investigation of this case revealed device performance consistent with design once therapy resumed, with the elevated glucose attributed to a missed meal announcement and pump disconnection rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors were the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.